Manufacturer narrative:
Multiple attempts were made to obtain hospital release date; however, this information was not provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was treated in the emergency room for elevated blood glucose (bg) 412 mg/dl and diabetic ketoacidosis, and admitted to intensive care. Customer was treated with fluids and insulin drip. Customer had attempted to treat elevated bg level with manual injections, correction bolus, setting a temp rate of 150%, and ultimately reverting to manual injections. While hospitalized, customer's bg level decreased to target range. Customer was expected to be released from hospital the following day. System check with tandem technical support indicated that the pump was performing as intended.